Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in hospital for device upgrade. During device interrogation, the right atrial lead exhibited loss of capture. The lead was capped and replaced. The patient's condition was stable during and post procedure.